Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during pars plana vitrectomy surgery, a system message displayed. The doctor switched the unit off and on, but could not prime the cassette because the infusion line was in the pt's eye. The doctor could not activate infusion into the eye. The pt experienced a prolonged surgery time. The surgery was completed with the same unit. The reporter states there was eye irritation and blood in the eye. The physician expects no long term harm. Add'l info has been requested.